Event description:
On 8/25/97, while pt was on the cystoscopy-fluoro table, the foot pedal and film processor of the fluoroscopy table did not work consistently. The cystoscopy fluoro table had been checked by the radiology technician prior to use. The sequence of events occurred as follows: 1) did kub and it worked fine. 2) did retrograde with floor pedals and it worked fine. 3) did another retrograde and x-ray came out with a large streak. 4) another retrograde was done and x-ray came out blank. 5) went outside of operating room to try equipment using panel instead of floor pedal. Did kub and it was fine. 6) did retrograde again and it was blank. It was necessary to use fluoroscopy for x-rays. The pt was awake during the procedure. There were no negative outcomes to pt - equipment problem only. The svc contract co (s & w) was contacted on 8/25/97 and serviced the table on 8/27/97. This table has had sporadic problems since purchase. This is the second voluntary report submitted in 1997 for this equipment.